Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded multiple episodes with noise over sensing that looked like classic procedural noise. Since the date where noise was recorded, no more noise episodes and lead trends were stable. Furthermore, at one of the episodes, anti-tachycardia pacing was delivered in an inappropriate manner. The ICD remains in service at this time. No adverse patient effects were reported.